Manufacturer narrative:
The subject device was disposed of at the hospita.l

Event description:
It was reported that during procedure the coil broke off in the microcatheter and that the patient experienced a small stroke. The physician administered unspecified medical treatment. No further information is available.

Manufacturer narrative:
Executive summaries: updated. Expiration date/manufacturing date: added. Concomitant products:updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the device was confirmed to be in good condition prior to use, continuous flush was established and it appears to have been used as per the dfu. Information from the physician indicated that the main coil broke due to the collapse of the competitor sheath used in the procedure resulting separation of the coil. Therefore, operational context was assigned to the reported coil break/separation. Although the physician has indicated that the patient¿s stroke was not related to the coil break, stroke is a known risk associated with endovascular procedures and is noted as such in the device directions for use and anticipated in nature.

Event description:
During the coil embolization procedure when the coil has reached the target lesion, the main sheath collapsed in the aortic arch causing the whole system withdrew. It was reported that as the system including the coil delivery wire slid back, the physician noted the main coil breakage. The breakage was ¿looking as it partially detached and then created unraveled strands hanging lose¿. The compromised parts of the main coil were able to be completely retrieved using several snares, trevo and a gator. The patient condition after the procedure was fine; he was able moving all limbs. However afterwards, the patient developed a small stroke.